Event description:
It was reported that the pt had her device removed due to infection in the neurostimulator pocket. Further info from the physician's assistant clarified the infection was right around the device. Cultures were performed but did not show anything. The pt's incision never healed. The pt returned for a post operative check up on (B) (6) 2010, and had the site flushed. The pt returned on (B) (6) 2010, as the skin remained open. On (B) (6) 2010, the area showed signs of infection. The physician administered antibiotics prior to the explant. The pt's blood sugars remained at the 475-500 level. The wound was well closed by (B) (6) 2010. The physician suspected the pt's lack of healing was due to her blood sugars and lack of personal hygiene. The system did work for the pt and the physician would consider another implant if the pt got her blood sugars under 200.

Manufacturer narrative:
(B) (4).